Event description:
During an initial implant procedure, it was reported that the right ventricular (rv) lead had no capture. There were no consequences to the patient. The rv lead was not used, and a new rv lead was successfully implanted on (B)(6) 2023. The patient was stable throughout the procedure.